Event description:
As reported to 3m: the procedure was to correct a neck condition, was partially performed and then was aborted because the surgical drills failed to perform properly. Additional info: the pt was admitted to the hosp with cervical stenosis and taken to the operating room for cervical diskectomy infusion. The surgeron's operative report contains the following description of the plating part of the procedure: "corpious irrigation was done and then the orion plating set was brought to the table and two plated were bent. However, secondary to drill failure of three drills the plates were not used. At this time it was felt that the possibility could be the drill bits being bent, the synthes plate set was brought in and again in the same manner the drill bid had significant wobble to it and was ineffective for use in drilling holes for plating. At this time the plating part of the procedure was aborted." The surgeon's discharge summary states "secondary to the fact that pt was unable to be plated she did have some difficulty postoperatively with swelling and some concerns as to fixation." Approx four months late, the pt was readmitted to the hosp with pseuoarthrosis and underwent interior cervical fusion with plating.